Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced possible shocks for supra ventricular tachycardia (svt) from their implantable cardioverter defibrillator (ICD). The ICD remains in use. No patient complications have been reported as a result of this event.